Event description:
Same case as 2134265-2008-00238. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The pt was started on antiplatelet therapy and 15 days later, percutaneous coronary intervention was performed. The physician placed a taxus express2 3.0x24mm drug eluting stent to the 90-99% stenosed lesion located in the moderately calcified lmt to the proximal lad at 16 atms. The lesion was pre-dilated, unk type and size balloon. "Kissing balloon technique" was performed. Angiography then detected a dissection in the distal portion of the 3.0x24mm taxus stent. A taxus express2 2.75x12mm drug eluting stent was then placed to treat the dissection and deployed to 16 atms in the proximal lad, overlapping the distal portion of the previously placed taxus stent. The overlapped stent segment was post dilated with the balloon catheter. Timi iii flow was achieved. The pt was discharged from the hospital six days later. Twenty one days after hospital discharge, the pt's medication was changed from panaldine to plavix due to hepatopathy. In 2007, the pt presented in a state of serious shock due to severe bleeding from the digestive tract, and was transported to the hospital by ambulance. The pt was treated with blood infusion. The pt had been taking bayaspirin and plavix, but this antiplatelet therapy was discontinued at this time. One hundred forty eight days post stent implant, coronary CT angiography was performed due to chest pain. As a result, thrombus was observed in the proximal portion of the 3.0x24mm taxus. No intervention has been performed in consideration of the risk of gastrointestinal complication and the thrombus did not occlude the vessel completely. The pt's status is noted as serious. The most probable cause of the thrombosis, per the physician, is the cessation of antiplatelet drugs due to bleeding from the digestive tract. No intervention has been performed in consideration of the risk of gastrointestinal complication and the thrombus did not occlude the vessel completely. The pt's status is noted as serious.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.